Event description:
It was reported that during a prostate procedure, the side-firing fiber aiming beam fires straight out of fiber, part of the beam was coming out of the tip and fiber was noted as overheating at 569,854 joules. A second fiber was used to complete the case. "Outcome ok, no harm to patient" reported.

Manufacturer narrative:
(B)(4).